Event description:
The customer reported to olympus the hd autoclavable camera head was not producing an image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the charged coupled device was damaged and the cable had twisted internal wires and a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty charge-coupled device (ccd) was observed. Therefore, it was likely that the reported phenomenon, ¿no image¿, occurred because the video function did not work properly due to a faulty ccd. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.